Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, tilt, fear, anxiety, discomfort, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear, anxiety, discomfort, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for device. No other complaints on lots. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 due to deep vein thrombosis and pulmonary embolism via the right common femoral vein. Patient is alleging tilt, vena cava perforation, organ perforation. Patient further alleges fear, anxiety, discomfort, pain in abdominal area. Report from CT: "there is an ivc filter at the l1-l2 disc space. The proximal tip of the ivc filter contacts the medial wall of the inferior vena cava at the level of the bilateral renal veins. The tip of the ivc filter is actually at the level of the left renal vein. The most lateral strut of the ivc filter extends into the ostia of the right renal vein with the tip of the strut extending 2 mm beyond the inferior wall of the right proximal renal vein. This is best visualized on coronal image 64. The anterior strut projects 6 mm through the anterior vena cava and into the posterior proximal body of the pancreas. The tip actually appears to at least contact the splenic artery on axial image 40. There is an anterior/medial projecting strut projects 8 mm beyond the inferior vena cava and extends into the medial wall of the duodenum. This is best visualized on axial image 40. There are 4 posteriorly projecting struts. These extend beyond the posterior margin of the inferior vena cava from 2-5 mm. This is best visualized on axial images 38 through 44. The most medially projecting strut projects 2 mm beyond the inferior vena cava."